Event description:
(B)(6) [?]02:33 pm[?] (Assign) hi (B)(6), I have issued the refund for (B)(6) for the doctor and (B)(6) for the product). You should be receiving this within a week. Please let me know if I can be of further assistance. (B)(6) customer care join us in nurturing the health of the next seven generations (B)(6) [?]02:32 pm[?] (Assign) (B)(6). (B)(6) [?]02:39 pm[?] Thank you (B)(6) (B)(6) [?]11:31 am[?] (Assign) hi (B)(6), thank you for getting back to me with a copy of that receipt. As I had mentioned in my phone call, we do not typically provide reimbursement for medical expenses but I discussed your situation with my supervisor and we are willing to make an exception for your case. I just need your mailing address and I will go ahead to process the refund check. (B)(6) customer care join us in nurturing the health of the next seven generations (B)(6) [?]11:26 am[?] (Assign) request (B)(6) "voicemail from: (B)(6)" was closed and merged into this request. Last comment in request (B)(6): (B)(6) seconds transcription. Well I'm if I could speak with but. My name is (B)(6) we're talking about issue I had off a product and I had emailed her some information was just waiting to hear back my (B)(6) thanks again someday. (B)(6) [?]12:16 pm[?] (Assign) request (B)(6) was closed and merged into this request. Last comment in request (B)(6): hello, below is the copy of my receipt from the doctors office in (B)(6). Please let me know if you need anything else. Thank you, (B)(6) important notice: this email and any attachments may contain information that is confidential and privileged. It is intended to be received only by persons entitled to receive the information. If you are not the intended recipient, please delete it from your system and notify the sender. You should not copy it or use it for any purpose nor disclose or distribute its contents to any other person. Image1.jpeg (B)(6) [?]03:11 pm[?] (Assign) asked for reimbursement for doctor copay of (B)(6) I asked her to send a receipt. (B)(6) [?]03:07 pm[?] (Assign) (B)(6) [?]03:02 pm[?] (Assign) tampons coming apart/linting inside her vagina had to call doctor on vacation- incident occurred on (B)(6) did not go to urgent care, called ob/gyno does not have the package of tampons 20 CT super non applicator had used several from box, only had issue with one.